Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implantable pump. The indication for use was non-malignant pain. The patient reported that ¿all their personal devices in the home were breached¿. The patient further reported abnormal ptm device behavior with frequent alarms, and concerning physiological symptoms. The patient reported ¿receiving multiple messages on ptm device manager referencing emei, high volume of repeated device notifications/messages and the device displaying a green page with a blue screen visible behind it¿. It was noted that the patient did not currently have access to the devices; the devices were separated and were not available for troubleshooting. The symptoms the patient reported were ¿tightness and dry mouth, hypertension (reported bp up to 258/127), head pounding sensation, and throat restriction and the medication having opposite effect (stimulation/hypertensive response vs expected sedation). The patient stated they "almost stroked out". The patient was evaluated in the hospital the previous night with the pain management team paged after the police and ems (emergency medical service) responded to patient's home. The patient reported the hospital staff was unable to manage device. The patient was approximately 5 hours from their managing pain physician and a home care nurse was expected to meet the patient at hospital. The patient was advised to keep the ptm device separate from the communicator and the agent provided the patient with nas (national answering service) contact information to share with the hcp (healthcare provider) /nursing staff for further assistance.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer indicated that another device was trying to take over their phone and it keeps overdosing her and it has moved their boluses up to 8/ day. Patient stated that they had to have an ambulance come to the hospital because they were so overdosing and they got hypertensive instead of passing out. The patient said her blood pressure was 228/127 at the hospital. The last time they were filled was on a monday. They cant open their mouth and it felt like someone was choking them. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) reporting that the patient was stating that their personal therapy manager (ptm) device was getting hacked.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.